Event description:
It was reported the patient received the following results within 15 minutes: 55 mg/dl and hi mg/dl (which on the system indicates a result in excess of 600 mg/dl). The customer experienced low blood glucose symptoms and was able to treat with a candy bar and orange juice.